Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-jan-2026, it was reported by a sales representative via (B)(4) that an ar-9831 apollo rf i90 aspirating ablator had the black insulation on the distal end of the ablator had frayed off. This was discovered during a rotator cuff repair procedure. Nothing broke inside the patient, and the patient was not affected. A new part of the same lot was opened and used to complete the procedure with no issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-9831 apollo rf® batch 15518803 was received for investigation. Visual evaluation revealed that the electrode had signs of usage. Additionally, the black insulation along the probe was frayed. The most likely cause for the reported failure can be attributed to user-related factors such as the use of excessive force, bending, or repeated insertion/removal through tight areas. The complaint allegation is confirmed.